Event description:
A customer contacted baxter's technical service center to report having a system error 2240 (air in line) alarm with the homechoice (hc) machine during fill 1. The technical service representative (tsr) advised the care giver (cg) to cycle power and the hc alarmed 2367. The tsr had the cg cycle power again. The cg stated one of the lines disconnected from the bag. The cg would start over with new supplies and call back for assistance bypassing initial drain. Product surveillance contacted the peritoneal dialysis nurse regarding the reported event. The nurse stated she was notified of the alarm however was not aware of the circumstances of the separation. The nurse stated the home patient (hp) is doing well on therapy. There was no patient injury or medical intervention reported. Product surveillance contacted the cg regarding the reported event. The cg stated he did not connect the bag securely which caused it to separate from the line. The cg advised that he was able to resume therapy successfully with new supplies for the hp. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was determined to be due to air being sucked into the disposable after the supply bag disconnected without falling. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.